Manufacturer narrative:
The reported event of false pause episode was confirmed. Based on the information provided, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined but thought to be due to temporary loss of electrode contact.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited under-sensing. No intervention was made.

Manufacturer narrative:
Further information requested but was not received.